Event description:
Pt had gliasite catheter placed into the left pareital area for radiation therapy. Three days later, when radiation therapy was attempted, md was unable to withdraw fluid instilled on implant date and therefore could not initiate radiation therapy. Pt required return to or for removal of faulty catheter and placement of second balloon catheter.